Manufacturer narrative:
Sardsteadt fluoride oxalate sample tubes. No issues were noted with: calibration, qc, other analytes. No service call generated or requested. Customer replaced the sample syringe and sample probe upon request of the bci rep. No problems noted since the hardware replacement. Root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous low glucose cartridge (gluc) results on two patients generated on the unicel dxc 800 pro synchron chemistry analyzer units. The samples were not reported out of the laboratory. The samples were repeated and higher acceptable results were obtained and reported. Patient treatment was not impacted by this event. The customer reran the samples and verified prior to reporting the results.